Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set leaked. This issue was identified during delivery in the pharmacy. There was no kinks or twist in the tubing. After re-priming the user could see bubbles after ingredients pass through the valve set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: april 4, 2022 - april 6, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.